Manufacturer narrative:
The radiotherapy, delivered via reflexion's x1 device to the patient (target: brain), was not a causal factor, but may have been a contributing factor, to the patient's encephalopathy, which is a known potential side effect of radiotherapy. There is no evidence, indication, or allegation of a device malfunction. The x1 device operated as intended and designed without defect, malfunction, or fault. The radiotherapy was planned in conformance with prescription and delivered exactly as planned. Further, there is no evidence, indication, or allegation of labeling or user documentation deficiency. Nor is there any evidence, indication, or allegation of a user/use error.

Event description:
Patient is a female with breast cancer and progressive metastatic disease to brain and liver, who consented and enrolled in the premier registry study on 2023. She was dispositioned to receive whole brain radiation therapy for palliation using intensity modulated body radiotherapy (imrt) to the brain (30 gy in 10 fractions). Treatment was started on (B)(6) 2023 and was completed on (B)(6) 2023. Patient had onset of weakness symptoms on (B)(6). On (B)(6) patient, was brought into emergency department for increasing somnolence. She was admitted overnight and had infectious w/up. Ams w/up completed. Confusion, somnolence, and dehydration were associated with acute toxic metabolic encephalopathy (grade 3). The site clinical investigator determined that "the encephalopathy was possibly related to radiotherapy and definitely related to disease progression (breast cancer with progressing metastatic disease to brain and liver), and not related to study device." On (B)(6), the study team has withdrawn patient from study as it was determined to no longer be in her best interest.